Event description:
It was reported that the patient underwent an initial hip arthroplasty on (B)(6), 2019. After that, he was revised on (B)(6) 2020 due to dislocation between the head and the insert. Subsequently, the patient was revised again on (B)(6) 2021 due dislocation between the head and the insert, which is the event handled in the current complaint.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b4, d9, e1, g3, g6, h2, h3, h6 and h10. Received x-rays show that there is dislocation of the right hip arthroplasty. There is no evidence of fracture; bone quality is osteopenic. Overall implant is maintained. Regarding alignment, there is a superolateral dislocation. No contributing factors are identified. The pelvis radiograph is rotated and not atrue ap view and suboptimal for measurement of the abduction angle but this measures approximately 40 degrees. The product analysis can't be performed as the product was not returned. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The review of the associated devices showed that the components used are compatible. A complaint extract was done regarding revision due to dislocation: - 5 complaints (5 products), this one included, have been recorded on avantage e1 inlay s50 / 28, reference (B)(4), from january 01, 2018 to january 24, 2022. - 1 complaint (1 product), this one included, has been recorded on avantage e1 inlay s50 / 28, reference (B)(4), batch 0001386570. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). List of associated devices: femoral head non-skirted 12/14 taper, reference 00801802814, batch 64054134. Femoral stem 12/14 neck taper ext. Offset size 1 130 mm stem length, reference 00811400110, batch 64493868. Allen medullary cement plugs 1-28 mm diameter flange/14 mm diameter core store in cool dry place, reference 00801102028, batch 64545194. Avantage cemented cup s50, reference p0463050, batch 0001354635. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on (B)(6) 2019. After that, he was on (B)(6) 2020 due to dislocation between the head and the insert (event handle in (B)(4). Subsequently, the patient was revised again on (B)(6) 2021 due dislocation between the head and the insert (even handle in the current complaint and (B)(4).